Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
A two-staged revision surgery was performed, involving the removal of an ascend stem with humeral head and glenoid perform poly due to reported pain by the patient on the right side. The procedure utilized a revive extraction set.

Manufacturer narrative:
The reported event was not confirmed since no other evidences than the returned devices were provided. The two humeral devices were returned for investigation without the glenoid device. On the humeral stem and head, large and deep traces and scratches are observed, probably done when extracting the devices. The head/stem press-fit still works (after 10 years of use). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If more information is provided, the case will be reassessed.

Event description:
A two-staged revision surgery was performed, involving the removal of an ascend stem with humeral head and glenoid perform poly due to reported pain by the patient on the right side. The procedure utilized a revive extraction set.

Event description:
A two-staged revision surgery was performed, involving the removal of an ascend stem with humeral head and glenoid perform poly due to reported pain by the patient on the right side. The procedure utilized a revive extraction set. The reason for the initial revision was implant loosening.

Manufacturer narrative:
Please note the update with the b5 event description.

Manufacturer narrative:
Correction: d4 lot number. H3 device evaluated by mfg. H6 device code, clinical signs code grid. The reported event was not confirmed since no other evidences than the returned devices were provided. The two humeral devices were returned for investigation without the glenoid device. On the humeral stem and head, large and deep traces and scratches are observed, probably done when extracting the devices. The head/stem press-fit still works (after 10 years of use). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The most probably cause is loosening but more detailed information about the complaint event must be available in order to determine a clear root cause. If more information is provided, the case will be reassessed.

Event description:
A two-staged revision surgery was performed, involving the removal of an ascend stem with humeral head and glenoid perform poly due to reported pain by the patient on the right side. The procedure utilized a revive extraction set. The reason for the initial revision was implant loosening.